Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said they are a really, intelligent and smart nurse, (they know how to program their stimulator) and since they live 9 hours from their doctor, they are trying to save thousands of dollars running up to see the doctor. Patient said their doctor gave them the password and access to the clinician app and they can change their program settings on their own. They had a visit with the pa, kathleen on the 19th about a "new way": they have been "trying to turn the machine on a couple hours a day and shut it off and see how it does and change the width of the device," they are trying everything. Patient said today, they went to turn on their program, they went to the "interstim x clinician app, put in the 6 numbers for the doctor's pass word" and when they did "some guys name came up on their machine, it had his information in it, in their phone thing" the guys birthdate was december something. Patient said, the guy's name should not have showed up: and it was not on the b program they expected it should be on, where they had set it last time, it was on program 1 at 0.1. Patient said: it just showed up, it should have never showed up on their machine, something caused it. Patient said: theirs is programmed to them there is something technically that went wrong. They shut it off and restarted it and went back to patient's name and patient's date of birth and the right program but should have never gone to someone else's name. Patient services (ps) reviewed we can support patient using patient app but redirected to their doctor for questions about the clinician app. Ps tried to clarify what patient actually saw when they saw the "guy's name" but patient repeated what they had previously said and did not clarify further. Asked patient to try to go to the clinician app to try to reproduce the issue, during the call and patient did not respond. They did not want to get their doctor in trouble.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.